Event description:
The customer's mother called and reported the buttons on the customer's insulin pump stopped working, so they removed the battery and received a battery out limit and button error alarms when the battery was placed back in the device. Customer's blood glucose was 238 mg/dl. No significant events leading to the alarms were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. Battery out limit alarm was not verified due to button/keypad anomaly. The device had cracked battery tube threads, reservoir tube lip, and minor scratches on the display window.